Manufacturer narrative:
Additional information received regarding battery depletion recall has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this report. Unit passed the self test, displacement test, active current measurement, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. However, pump received with a high sleep current measurement. Pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage¿on the electronic assembly, motor, or force sensor. Swapped pcba 2 board with a test board and sleep current measurement passed. No unexpected insulin flow blocked alarms noted during testing. Pump¿s history and trace files downloaded successfully using thump software. No "no delivery " alarms noted in the pump history files within 2 weeks of the event date. No motor alarms noted in the pump history or long trace files or during testing. Force sensor was measured and is within spec (22.8mv at zero offset). In further full review in the pump history found unexpected low battery alarms on 09/12/2024 23:08:00, 09/07/2024 17:09:00, and on0 9/02/2024 14:20:00. With reference to the battery duration failure analysis instructions, the customer experienced an unexpected power loss of less than 7 days per the pump history records. P-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, cracked case, cracked battery tube threads, and cracked case on the battery tube side. Alleged insulin flow block alarms not confirmed during testing. However, customer experienced an unexpected power loss of less than 7 days per the pump history records. Unexpected low battery alerts confirmed in the pump history and pump received with a high sleep current measurement, problem isolated to the pcba 2. Charge/battery last less than expected was confirmed, suspecting hardware issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no delivery/occlusion alarm, charge/battery lasts less than expected, occluded. The customer reported no adverse event. The event involved product(s) mmt-1780kpk, unomedical, mmt-332a. Customer reported a short battery life or a low battery alarm. Customer reported insulin flow blocked alarm. No harm requiring medical intervention was reported. It was unknown whether the customer will continue to use the insulin pump. No product return is required for mmt-1780kpk. No product return is required for unomedical. No product return is required for mmt-332a.